Event description:
It was reported that the patient lead had migrated. Surgical intervention was undertaken wherein the lead was re-positioned on 14 march 2019. Effective therapy was established post-op.